Manufacturer narrative:
(B)(4). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the motor device had a tear in the hose and displayed an e2 error. During service and evaluation, it was observed that the motor device cable/cord/wiring was damaged. It was noted that the motor and control were defective, the hose was worn out, the coupling was broken, the fuse wire to connector sleeve was not ¿ok¿, and the hose was leaking at the entrance. It was also noted that the device failed pre-repair diagnostic tests for loctite and cable assessment, handpiece temperature assessment, and air pump assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.